Event description:
The merlin transmitter was returned. Upon initial inspection, the front device case is missing and thermal decomposition was found on the device. There were no patient involvement noted.

Manufacturer narrative:
The reported events of burn damage and physical damage were confirmed. Final analysis found the green contact strips in the ac power adapter to have sustained burn damage. In turn, the transmitter was not plugged into a working ac electrical outlet. Physical damage to the u-14 chip and multiple burnt components were found on the main pcb. Inspection of the inner housing of the transmitter revealed it had sustained burn damage as well. No other issues were found.